Event description:
Estimated date of incident: on (B)(6) 2024. It was reported that the wax filter of a hearing aid broke. No harm to the user was reported. Further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report.

Manufacturer narrative:
Manufacturer's ref# (B)(4) manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report. 09dec2024: technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. Ciinical investigation concluded: clinical evaluation of the event: it was reported that the wax filter broke on an in-the-canal hearing aid. No reports of item(s) being stuck in the ear or requiring removal, no medical attention or prescriptions mentioned in the case. No further information was available or provided. A DHR review have been completed. No deviation or changes were found during manufacturing of the device. Device was repaired and returned to the user so it is not available for investigation. Clinical evaluation according to clin eval plan&rpt, ha&tsg and clin eval plan&rpt, other acc: hearing aids need to have detachable spare parts as wax filters. Therefore, eliminating the risk of a spare parts remaining in the ear canal is not possible. A wax filter can become detached and remain in the user's ear canal when the hearing aid is removed or if the cerustop bushing has become dislodged from excessive force applied during replacements or cleaning of the wax filter. Without bushing, a replaced cerustop is not secure and may fall out in the ear. The wax filter then constitutes a foreign body in the ear canal and should be removed as soon as possible as it can pose an infection risk. The hazard is identified in the risk analysis and mitigated on device design by ensuring that the wax filter cannot be removed without a tool. The user guide includes an instruction on how to replace a wax filter with a tool and to contact the hcp if a foreign object is located in the ear canal. Risk assessment concluded: the precise nature and circumstances of the issue are unknown, however risks related to mechanical impact are generally known, considered in the risk analysis, mitigated and communicated to the user. This risk is deemed to be acceptable. Device investigation concluded: device was repaired and returned to the user and therefore device investigation could not be completed. Manufacturer's investigation is complete. This is a final report.

Event description:
Estimated date of incident (B)(6) 2024 it was reported that the wax filter of a hearing aid broke. No harm to the user was reported. Further follow up is expected. 09dec2024: no further follow up is available.